Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. No additional information was provided in the initial reporting. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the peritonitis event was confirmed. However, no dates could be provided. The pdrn was unable to provide information pertaining to the culture results or the patient¿s antibiotic therapy. The pdrn stated the patient is immunocompromised due to other disease processes in addition to end stage renal disease (esrd), which makes them more prone to infection. The patient eventually was required to have the pd catheter removed and transitioned to in-center hemodialysis (hd) for several months. A new pd catheter was placed presternally and the patient has been returned to pd therapy for at least 1.5 years. The pdrn attributed the peritonitis to touch contamination by the patient. The patient keeps extremely long fingernails and is reminded to cut them. The patient was re-educated on proper pd technique and has remained infection free since returning to pd therapy. No further information was available related to the peritonitis event.

Manufacturer narrative:
Additional information: d1, d4, g4 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. No additional information was provided in the initial reporting. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the peritonitis event was confirmed. However, no dates could be provided. The pdrn was unable to provide information pertaining to the culture results or the patient¿s antibiotic therapy. The pdrn stated the patient is immunocompromised due to other disease processes in addition to end stage renal disease (esrd), which makes them more prone to infection. The patient eventually was required to have the pd catheter removed and transitioned to in-center hemodialysis (hd) for several months. A new pd catheter was placed presternally and the patient has been returned to pd therapy for at least 1.5 years. The pdrn attributed the peritonitis to touch contamination by the patient. The patient keeps extremely long fingernails and is reminded to cut them. The patient was re-educated on proper pd technique and has remained infection free since returning to pd therapy. No further information was available related to the peritonitis event.

Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the fmc cassette and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the fmc cassette and the peritonitis event. Additionally, there is no allegation of a fmc cassette defect reported for this event. The pdrn stated the cause of the peritonitis was attributed to touch contamination by the patient. The patient was re-educated on proper pd technique. Furthermore, this patient is immunocompromised due to several disease processes which increases risk for infection. All dialysis treatments include risk of infection due to a decreased immune system and the potential of microbial contamination with dialysis techniques. Based on the available information and no evidence or allegation of a defect, the fmc cassette can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Additional information has not been provided.